Event description:
It was stated that the customer was hospitalized with high blood glucose and ketones. No blood glucose reading was reported for the event. It was stated that the doctor wanted the insulin pump replaced because it was giving several no delivery alarms. The customer changed the infusion set multiple times, but the no delivery alarms continued. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.